Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established. Date of event: the exact event date is unknown.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the mirror seems to have broken after approximately 28,000 joules of use, and the beam went straight out of the fiber instead of sideways. The fiber was replaced. There was no patient outcome reported.